Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. Implant date: unk. Explant date: unk. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vicmo13.2 implantable collamer lens, -08.00 diopter, in the patient's right eye (od) and the lens tore/broke. There was no apparent patient injury reported and another same model/diopter lens was implanted. The exchanged lens resolved the problem.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed and the lens having foreign material on lens surface. Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).